Event description:
(B)(4).

Manufacturer narrative:
Complaint product or pictures are not available. In this case, there is not possible to determine direct root cause of the failure. Possible root cause can be, that there was electrical short circuit which was caused by touching the wire of loop with another steel tool, or eventually by incorrect setting of power on generator (too high parameters or not correct program was set on generator, no according to IFU). However, there are only assumptions and root cause of the short circuit cannot be determined.